Event description:
It was reported that the patient presented for a lead revision procedure on (B)(6) 2025. During the procedure, it was noted that the new right atrial (ra) lead exhibited failure to extend and retract the helix multiple times. During placement, the ra lead exhibited inadequate capture. The ra lead was not used and was replaced. The patient was in stable condition.

Manufacturer narrative:
Correction: g2 section was updated.